Event description:
This syncardia companion li-battery pack (external battery) was not in use by a pt. The customer reported that when the companion external battery was fully charged, it was not recognized by the companion 2 driver. The companion external battery will be returned to syncardia for eval. This alleged failure mode poses a low risk to a pt because the issue was observed when the external battery was not in use by a pt. In addition, the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. Companion 2 drivers have redundant sources of power. The companion external battery will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.